Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, an alert for low, out of range high voltage lead impedance was observed. The non-pacemaker dependent patient was asymptomatic. Isometric testing, pocket manipulation, and a chest x-ray were observed.